Manufacturer narrative:
The device was not returned; therefore, evaluation and analysis could not be performed. A device history record review was conducted and confirmed the pump passed all post sterile inspection checks. The cause(s) of the reported bleeding and hematoma (access site adverse event) could not be determined due to insufficient clinical information. H6 investigation type, findings and conclusion have been updated based on the completed investigation.

Event description:
Clinical rationale: an impella cp device was inserted into the right femoral artery in a 83-year-old male patient with a past medical history of coronary artery disease (cad), diabetes, and dialysis. The impella was inserted for ventricular support for a high-risk percutaneous coronary intervention (pci). During the procedure, the peel-away was removed, and the repositioning sheath was advanced. Access site oozing was noted, and a hematoma began to form. The hematoma grew despite manual pressure and a cinching perclose. The activated clotting time (act) was 283. The physician decided to remove the pump. Hemostasis was achieved with perclose, an 8fr angioseal, and manual pressure. The bleeding resolved. The post-procedure outcome is survived at explant. Access site bleeding/hematoma is a known risk due to the impella's anticoagulation and purge requirements. Bleeding is listed as a potential adverse event, and consistent with known device-related and patient-related factors documented in the instructions for use (IFU).

Manufacturer narrative:
Device status. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.